Event description:
The account reported that the needle holder fractured during use. There is one needle holder per each vag. Delivery tray. The physician went to use the needle holder to suture tissue when the shaft fell off it. The physician was provided with another needle holder and the procedure was completed without incident.